Event description:
It was reported that leakage was observed from distal of the filament when the doctor flushed the distal lumen during set up. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.